Manufacturer narrative:
Other, other text: device evaluated, visual inspection performed and found battery compartment damage and battery door missing. Tamper seal was removed. The reported issue was not duplicated. The cause of the reported issue was due to preventive maintenance due. A preventative maintenance will be performed. Product is beyond a year from manufacture date (02/2016) and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that there is a need for a battery repair. No patient involvement reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.